Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was returned with a rigid fracture along the nitinol tubing; the platinum wire was stretched and the core wire exposed. The subject core wire was observed through the distal tip dome. The functional inspection was not required. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was not tortuous. The physician used a stent-assisted coil for embolization. When the physician used the subject guidewire to guide microcatheter into place through super-selective catheterization, the physician found that the subject guidewire was stretched. The physician replaced it with a new guidewire to complete the procedure. During analysis the subject guidewire was returned with a rigid fracture along the nitinol tubing exposing the core wire and the platinum wire was stretched. It is probable that the tortuosity caused the reported difficulty to track the microcatheter over the guidewire and the subsequent guidewire stretching and fracturing. An assignable cause of procedural factors will be assigned to the reported defects ¿guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the analysed defect ¿guidewire distal tip stretched and guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that when the physician used a subject guidewire to guide the microcatheter into place through super-selective catheterization, the physician found that the subject guidewire was stretched. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject guidewire was returned for analysis and the device investigation revealed that the distal tip of the subject guidewire was broken/fractured during use. No clinical consequences were reported to the patient due to this event.